Event description:
The customer reported that the ventilator was displaying a message that the backup battery is not connected. The ventilator was not in use on a patient therefore there was no patient harm or involvement. Upon evaluation of the unit, the manufacturer's service technician reported upon power on via ac power it displayed a message 'backup battery not connected', indicating the backup battery was not detected during power on self test due to a low capacity for use. Review of the ventilator log history indicated a 24/12 volt power failure occurence during operation. The service technician replaced the power supply and backup battery to correct the findings. Extended self testing was completed and tests passed to operating specifications.

Manufacturer narrative:
Power supply; backup battery.